Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #658a36. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that the vasecr35 reload was returned sterile. The packaging was examined and black stains and damage was found on the tyvek and blister. However, this condition does not compromise the sterility and the seal returned complete without gaps. Due to the damage and stains found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. The event could not be confirmed as no opened seal was noted. This report is not intended to deny that you experienced a problem with the reload. There may have been other circumstances or issues that occurred during the use of the reload that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number 658a36, and no non-conformances were identified as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/26/25. D4: batch #unk. Additional information was requested, and the following was obtained: - were the reloads (ecr60w) used with the device psee60a? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 658a36; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the seal was opened on the packaging before used on the patient. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.